Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor. The customer states when they pulled the needle housing, the cannula came out with it. The customer's blood glucose level at the time was 115mg/dl. The customer states the sensor did penetrate the skin, but the cannula came out. The customer was advised the sensor would be replaced and returned for analysis.